Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in the patient's complaint and the allegations contained therein are unverified.

Event description:
Patient reports to have undergone a left knee patellofemoral replacement procedure on (B)(6) 2012. Subsequently, a revision procedure was performed on (B)(6) 2013 due to the patella tracking incorrectly over the femoral component. A review of invoice history reveals that the patient was updated to a total knee system during the revision procedure. This report is based on allegations set forth in the patient's complaint and the allegations contained therein are unverified.